Event description:
It was reported that the "select" key on the epg (external pulse generator) was not working. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, the select key was working as designed, however the off key felt soft and the window was scratched. It was also noted that one side bail cover and side bail were missing, there was a pin stuck in the atrial output connector, one case screw was missing, the upper case was broken and contaminated, the lower case and ring cover were contaminated, the lead flex cover was corroded, the battery contacts were compressed and the battery drawer was broken.